Event description:
THE CUSTOMER REPORTED NO IMAGE DURING AN INSPECTION FOR USE INVOLVING AN OLYMPUS COLONOVIDEOSCOPE. THERE WAS NO PATIENT INVOLEMENT.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the final investigation.Corrected fields: E1 - Country.The device was returned to Olympus for inspection, and the reported failure was confirmed.In addition, the following reportable malfunctions were identified during the device evaluation: Foreign objects inside the auxiliary water channel.A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause of the image not displayed was water immersion inside the scope connector, component failure due to stress of repeated use, external factors, or handling. Additionally, likely cause of the foreign objects is the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.